Event description:
Sales consultant reported a coupling screw and helical blade inserter broken during surgery. The surgeon was performing a trochanteric fixation nail system procedure and when he inserted the helical blade into the neck and head of the femur, the striking end of the coupling screw broke off and hit the floor. The helical blade was not fully inserted and the surgeon eventually inserted the helical blade and the inserter broke in the process. The sales consultant stated that all devices were used properly. This complaint is on the helical blade inserter. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The DHR was reviewed and repair was found on p/n 357.372, lot #7101437, work order #3334925. One helical blade inserter was returned for repair for bent. The device was repaired, inspected 100% for function and released on 02/23/2013. This evaluation is not able to determine the relevancy of this repair. Ncr #(B)(4) was found on p/n 357.372.3, lot #7063028 for pilot hole on non-threaded end on one out of twelve supplier parts. The one nonconforming part was scrapped. This nonconformance is not relevant to this complaint because the issue is with the alignment indicator not the coupling screw. Rework was found on p/n 357.,lot #7101437. The rework cleaned residue from the ID of the shaft. The parts were inspected and accepted after rework. This rework is not relevant to this complaint because the issue is visual on the shaft not the coupling screw. Rework was found on p/n 357.372.1, lot #7007188. The rework cleaned residue from the ID of the shaft. The parts were inspected and accepted after rework. This rework is not relevant to this complaint because the issue is visual on the shaft not the coupling screw. No issues were found during manufacture that would contribute to this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.